Event description:
It was reported that the lead was dislodged. During the repositioning procedure the lead helix was difficult to spin out so another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).